Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed. The noise was reproducible with isometrics. No programming changes were made at this time. The patient was stable.

Event description:
New information received notes that the lead will continue to be monitored.